Manufacturer narrative:
Titan touch pump and detached connector / exhaust tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either piece of detached exhaust tubing or the connectors. The information received indicated the device could not inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, a patient with erectile dysfunction of unknown reason received a titan implant on (B)(6) 2023. He consulted his doctor on (B)(6) 2024, reporting that the implant had stopped inflating, making it impossible to achieve an erection. During a clinical examination, the doctor found that the pump appeared to be stuck and ordered a CT scan. The scan revealed the presence of the implant with apparent separation between its components and the presence of adjacent fluid, suggesting leakage due to component disconnection. The patient underwent surgical revision of the implant on (B)(6) 2025, when the doctor replaced only the pump. The other components were functional and properly installed. The surgical revision was uneventful; the implant is now functional, and the patient is satisfied.

Event description:
According to the available information, a patient with erectile dysfunction of unknown reason received a titan implant on (B)(6) 2023. He consulted his doctor on (B)(6) 2024, reporting that the implant had stopped inflating, making it impossible to achieve an erection. During a clinical examination, the doctor found that the pump appeared to be stuck and ordered a CT scan. The scan revealed the presence of the implant with apparent separation between its components and the presence of adjacent fluid, suggesting leakage due to component disconnection. The patient underwent surgical revision of the implant on (B)(6) 2025, when the doctor replaced only the pump. The other components were functional and properly installed. The surgical revision was uneventful; the implant is now functional, and the patient is satisfied.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.